Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and a fracture and is scheduled to be replaced. In addition, the right atrial (ra) lead also exhibited a lead fracture and was previously reprogrammed off. The device was programmed to vvi 80 due to a pacing problem and remains in use. No patient complications have been reported as a result of this event.